Manufacturer narrative:
Of the 13 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning, due to damage to the display or evidence of moisture ingress. During investigation for unrelated complaints, there was 1 additional failures found.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 3-45 years of age and between 38 and 60 pounds. Of the reported patients, 3 were male and 7 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 3 instances of damaged w/ moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.